Manufacturer narrative:
The insulin pump was received with moisture damage was found on the motor and electronic assembly. However, the insulin pump powered up properly and no blank display noted. The insulin pump had normal operating currents and passed the self-test, a21 error, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. No moisture damage found on the keypad assembly, battery tube, and vibrator assembly. No damage was found on the lcd isolation tape during our visual inspection. The insulin pump had cracked reservoir tube lip, minor scratched lcd window, stained end cap sticker and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump has a blank screen and the keypad buttons are not responsive. Customer's blood glucose was unknown at the time of incident. Troubleshooting found that there is fluid underneath the lcd display. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.